Event description:
Customer reported receiving an e-6 (service error code: 658) message on the display of his adc blood glucose meter. Customer further reported experiencing the following symptoms: "faint, low energy, head feels dizzy, legs feel weak and numb", which reportedly started on (B)(6) 2011, due to not being able to test. Customer self-presented to a local health care facility. Customer was unable to report any diagnosis received, but noted he was treated with 850 mg of metformin, which was a change to his normal medications. Customer denied additional self treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The medical event was related to expired test strips, hence there is no indication of a product malfunction. Therefore, no further investigation of the product is required. It should be noted: during troubleshooting with customer service it was revealed the customer was attempting to test using expired test strips. The test strips expired 30jun2011.